Event description:
Contact reported that a pt had the charite disc implanted at l5-s1 in 2006. The endplate subsided at l5 with extrusion of the core. A revision was performed 22-days post-op and the subsided reduced with a kyphone balloon and postural reduction cement for vertebral body augmentation.